Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine follow-up, it was noted that the left ventricular (lv) lead was capturing in the right atrium. X-ray confirmed that the lv lead had dislodged. At this time, no decision has been made regarding any intervention. No adverse patient effects were reported.